Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) done on (B)(6) 2016 showed aneurysm sac growth, a potential type 3a endoleak and a potential type 3b endoleak. The CT also identified remodeling of the aorta and severe angulation. A secondary intervention has not been reported and there is no information to indicate the patient has been scheduled for an intervention. There have been no additional adverse events reported for this patient.